Event description:
The patient reported exposed and frayed wires of the power supply box. The power accessories of the patient electronic system were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One i3 power supply box and power cord were returned for evaluation. Visual inspection verified the cord of the power supply was frayed and wires were exposed. A standard i3 was used to test the power supply and cord. Initially, the standard unit was unable to power on due to an exposed wiring of the returned power supply. In result, a standard power supply and the returned power cord was used to manually power on/off the unit. The unit was powered on with no issues observed. No diagnostic test was performed due to the lack of missing items.